Event description:
Patient was implanted with the nalu spinal cord stimulator system on (B)(6) 2022. On (B)(6) 2022 a surgical revision was performed.

Manufacturer narrative:
Revision information was not made available to nalu and the reason for the revision is unknown. Review of records found no previous or subsequent issues recorded for this patient.